Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) keeps losing the vital signs on the patient; the vital signs goes away then they come back and it does not show the heart rhythm, just the heartbeat. Bme removed and replaced the cns. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) keeps losing the vital signs on the patient; the vital signs goes away then they come back and it does not show the heart rhythm, just the heartbeat. Bme removed and replaced the cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) kept losing the patient's vital signs. The vital signs would go away then come back and would not show the heart rhythm, only the heartbeat. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) kept losing the patient's vital signs. The vital signs would go away then come back and would not show the heart rhythm, just the heartbeat. The bme removed and replaced the cns. No patient harm was reported. Investigation summary: on 04/02/2025, nk field support engineer (ju) assigned two gz's to the cns for testing, one gz in simulation mode and the other attached to a simulator. The reported issue could not be duplicated, and data was effectively transmitted without any failures or dropouts. Testing continued for over two days without any issues. Since the issue could not be duplicated, a definitive root cause cannot be established. A review of the device's serial number did not yield any comparable incidents. A review of complaints by customer account did not yield any similar events for cns devices. Nk will continue to monitor any future occurrences. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.